Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 404mg/dl, and she has treated with manual injections. The caller stated that the device was exposed to an MRI. The customer stated that she had a CT scan the day before and then she got a motor error alarm. Troubleshooting was performed, and the displacement test could not be performed due to recurring motor error alarms. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase. The device had scratched display window.